Event description:
It was reported that the patient underwent an initial right total hip arthroplasty. The patient was revised approximately 5 years post implantation due to pain, elevated metal ions and component migration. The acetabular cup, modular head and taper adapter were removed and replaced and a polyethylene liner was implanted. Subsequently, the patient underwent a second revision approximately 2 years post first revision due to pain, component loosening, failure to osteointegrate, and metallosis. The shell, liner, taper adapter, and head were exchanged without complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). 010000664 lot 3509221 g7 shell, 010000998 lot 3369624 screw, 650-1057 lot 638180 biolox head, 650-1065 lot 714270 taper adaptor. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00941.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.